Event description:
It was reported that the patient had a history of high thresholds on the right ventricular lead. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.